Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump gotten warm prior to the malfunction occurring. The customer contacted the healthcare provider to obtain alternate insulin therapy. There was no adverse impact to customer¿s blood glucose level.